Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having pump error 130 on event date of (B)(6) 2021. Unit received with constant insert battery alerts after boot up. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to constant insert battery alerts. Unable to verify pump error 130 during testing due to constant insert battery alerts. On (B)(6) 2021 from 10:43 pm - 3:06 pm, multiple pump error 130 alarms were present in the alarm history screen. The motor was tested outside of the device and passed. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Unit was cut open and no anomalies were noted during visual inspection of the electronics. Unit confirmed for insert battery alerts due to shifted battery tube. Unit was confirmed for pump error 130 in the alarm history screen. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm and able to rewind. Customer stated that the insulin pump was passed in displacement verification table test. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.